Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). The philip's field service engineer reviewed the computer logs, checked the alarms and oxygen and did not find any problems. No parts were replaced. The ventilator log was reviewed by philips' principal engineer and no hardware issues were noted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
A customer reported that while in use on a patient a v60 ventilator a noise was heard during the expiratory cycle and the patient desaturated. It was also reported that an alarm would not have sounded.